Manufacturer narrative:
The user experienced severe hyperglycemia resulting in loss of consciousness and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring emergency medical intervention and is consistent with the reported ems transport and inpatient treatment. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed that the cgm sensor expired prior to the event and a new sensor was not connected, resulting in bg run mode and subsequent suspension of insulin delivery due to lack of cgm or entered bg values. Based on available information, the hyperglycemic event was likely associated with failure to restore cgm input or enter bg values to maintain insulin dosing, or to initiate backup therapy. It is unclear whether the reported loss of consciousness was directly caused by hyperglycemia. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 30-sep-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with a reported blood glucose of approximately 700 mg/dl, resulting in hospitalization following loss of consciousness. The user was transported by emergency medical services and treated in the hospital. The user was discharged and transferred to a rehabilitation facility, and the end-user reported inability to walk as a long-term health effect.